Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 26-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 100 samples for investigation. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Additionally, the 100 returned samples were visually examined for cracked tubes, no cracked tubes were discovered. Testing of the returned samples did not confirm the reported defect, therefore retained samples were not tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and cracked product/component based on the returned samples test results and visual examination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® z blood collection tubes, an unspecified number of tubes were cracked under the lid resulting in underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported while using bd vacutainer® z blood collection tubes, an unspecified number of tubes were cracked under the lid resulting in underfill. No adverse impact was reported regarding the patient or user.